Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a conductivity low alarm/message occurred during dialysis (setup) mode. Customer discovered the concentrate pump stopped pulling fluid (there were no air locks occurring in the pump). There was no patient involvement or adverse event reported. The acid/bicarb pump was returned to the manufacturer. Upon physical evaluation of the acid/bicarb pump by the manufacturer, it was identified that the acid/bicarb pump was received with signs of thermal damage on the cable.

Manufacturer narrative:
Plant investigation: the acid/bicarb pump was received with signs of thermal damage on the cable. The cable is also torn. Install acid/bicarb pump onto test machine for testing. No problems during the initial power up. Encountered the conductivity low alarm during dialysis. The pump was unable to pull concentrate. Replaced the damaged cable on the pump. Dialysis functioned properly without any conductivity alarms and no thermal event occurred during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be due to failure traced to mishandling of the pump causing a torn cable.

Manufacturer narrative:
Correction: h6 investigation findings, h6 investigation conclusions.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a conductivity low alarm/message occurred during dialysis (setup) mode. Customer discovered the concentrate pump stopped pulling fluid (there were no air locks occurring in the pump). There was no patient involvement or adverse event reported. The acid/bicarb pump was returned to the manufacturer. Upon physical evaluation of the acid/bicarb pump by the manufacturer, it was identified that the acid/bicarb pump was received with signs of thermal damage on the cable.